Event description:
It was reported no disposable alarms causing partially used 100 ml cadd flow stop cassette #3 from on (B)(6) 2022 pre-filled remodulin cassette shipment to not work on either pump. Reservoir volume was 77 ml. Had to use a new cassette to restart infusion. No further details provided.